Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer was provided information by technical support to reset the pump, and the issue did not recur after the reset, allowing continued use of the pump. Customer was advised to contact support if the malfunction occurs again.